Event description:
It was reported that the patient presented asymptomatic. The clinician noted that when the patient moved his arms, the atrial lead exhibited noise. The lead would be monitored. No further information was available.

Manufacturer narrative:
(B)(4).